Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the volume of blood loss due to the suture breakage? How was the bleeding treated? Please describe any medical/surgical intervention required including results. What medical/surgical intervention was provided for the pain? Did the patient develop an infection? What tissue was being sutured when the suture breakage occurred? Was there any change in the patient¿s post-operative care due to the prolonged procedure?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. During the procedure, when the doctor of surgery tried to stop bleeding for the patient, the suture broke, which prolonged the operation time of the patient, increased the risk of infection, and also increased the amount of bleeding and pain of the patient. Changed another one to complete the surgery. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/31/2022. H6 component code: g07002 no device return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: what was the volume of blood loss due to the suture breakage? Please describe any medical/surgical intervention required including results. What medical/surgical intervention was provided for the pain? Did the patient develop an infection? What tissue was being sutured when the suture breakage occurred? Was there any change in the patient¿s post-operative care due to the prolonged procedure? How was the bleeding treated? ¿¿ all answers above are unobtainable. Once there is any update, we will update the information. H3 investigational summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/6/2022. Additional information was requested, the following was obtained: after investigation, the patient (female, 30-year-old) underwent surgery on (B)(6) 2022 (the specific patient's diagnosis, surgical name and surgical site were unknown). During the surgery, the surgeon used sa84g for vascular ligation and hemostasis (the specific ligation vessels were unknown). During the ligation, the suture broke. The surgeon immediately replaced a new suture (the specific product information was unknown) to complete the ligation. The subsequent surgery was successful. This event did not cause other injury to the patient except for the increased blood loss (the specific blood loss was unknown) and prolonged operation time (the specific extension time was unknown). No subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.